Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had observed the battery depleting quickly over a period of two months and that the pump had shut off. There was no impact to the customer's blood glucose level. Tandem technical support reviewed the pump data and observed that the pump had depleted from 100% to 1% within one day. Reportedly, the pump would continue to be used for insulin therapy, however the customer also has manual injections available.